Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When unit was properly positioned and put under pressure, the unit does not slip. Device history record were reviewed for this lot and no issues were found. The complaint reported cannot be confirmed. No issue observed. Root cause is undetermined at this time.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that on (B)(6) 2018, an a1059 mayfield modified skull clamp was slipping. It was unknown if the device was in contact with the patient and no patient injury or delay in surgery was reported. Additional information has been requested but no other clinical information has been provided.